Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20x3.0 mm balloon ruptured at an unknown pressure on the second inflation. The pressure reached on the first inflation is also unknown. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid right coronary artery. The physician used a medikit introducer sheath for vascular access, a heartrail guide catheter and a bmw guide wire to cross the lesion. The maverick2 monorail balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.